Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd conventional syringe's black rubber plunger is not aligned properly in the syringe. The following was received by the initial reporter: customer concern: 3ml syringe "black rubber plunger" is not aligned properly in the syringe.

Event description:
It was reported by the customer that the bd conventional syringe's black rubber plunger is not aligned properly in the syringe. The following was received by the initial reporter: customer concern: 3ml syringe "black rubber plunger" is not aligned properly in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 21-aug-2023 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the stopper in the syringe is jammed between the barrel and the plunger rod consistent with a distorted stopper condition. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 3013307. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.